Event description:
Additional information received from a manufacturer's representative (rep) reported the patient was scheduled for replacement on (B)(6) 2016, but was unable to get to the hospital due to weather. The patient had a successful replacement on (B)(6) 2016. The patient was reprogrammed on the same polarities, pulse widths, and rates as previous settings. Post-operatively, the amplitude was increased to previous settings of 1.1 v and 0.9 v and the patient was getting effective stimulation in areas of chronic pain. Impedances checks were done on group a: 176 ohms and 4.83 ma, and group b: 119 ohms and 5.924 ma. At 0.7 v, 80 us, and 100 hz, using contact 0 as the reference, all impedances showed within normal limits with the lowest showing 429 ohms and the highest showing 691 ohms. The settings of the implantable neurostimulator (ins) were called into technical support and the device lifetime with 10 hours of usage per day was estimated to be 4.7 years to elective replacement indicator (eri) and 5 years to end of service (eos) on group a and 4.2 y ears to eri and 4.4 years to eos on group b. The patient asked the rep if her battery would last longer if she used her device fewer hours a day or decreased the amplitude and the rep told her it would. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported a consumer was implanted with a rechargeable device instead of a primary device. At the time, the consumer and doctor were informed, and all parties agreed that the consumer would continue with the rechargeable device. The doctor reported to the representative that the patient cannot handle the recharge burden and will be going to surgery on (B)(6) 2016 to have the rechargeable device explanted and reimplanted with a primary cell device. If additional information is received, a supplemental report will be submitted. Indication for use included spinal pain.